Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient, and could have contributed to the patients reported elevated lactate dehydrogenase. Upon removal of the observed thrombi, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's ldh was in the 300's after implant. The patient was discharged to home, and between (B)(6) 2014 his inr was 1.7-2.0. On (B)(6) his inr was 1.58. On (B)(6) the patient called and reported that there were blood in his urine. The patient's inr was 1.49 and ldh was 1077. The patient was admitted into the hospital and bridged with heparin. He was started on dipyridamole. The vad coordinator reported that the patient's compliance with his medication was questionable. The patient was discharged on aspirin, coumadin and dipyridamole on (B)(6), and his ldh was 589, and ir was 2.15. Labs were taken on (B)(6) and his ldh was 1588, inr was 2.02, and there was a decrease in his h/h 8.3/25.3. The patient was re-admitted on (B)(6) and urinalysis had 3+ blood. The patient was started on heparin gtt and dobutamine gtt. The patient stated that he had been complaint with his medications. On (B)(6), a chest CT was performed and showed no evidence of thrombus in the lvad. On (B)(6), the patient had a tia with rue paralysis which did resolve. The head CT that was performed was negative. The patient¿s pump was exchanged on (B)(6).